Manufacturer narrative:
Citation: zenses as et al. Haemodynamic outcomes following aortic valve-in-valve procedure. Open heart. 2018 jul 9;5(2):e000854. Doi: 10.1136/openhrt-2018-000854. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of aortic valve hemodynamics following surgical aortic valve replacement (savr) and transcatheter aortic valve-in-valve (viv) implantation. All data were retrospectively collected from a single center between 2009 and 2017. The study population included 79 patients (predominantly male, mean age 75 years) who underwent transcatheter aortic viv implantation for bioprosthetic valve degeneration (stenosis, regurgitation, or mixed). The mean duration from savr to viv implantation was 11 years. During savr, 24 patients were implanted with medtronic surgical aortic valves: mosaic (15), freestyle (8), and hancock (1). During viv implantation, 28 patients were implanted with medtronic transcatheter aortic valves: corevalve or evolut r. No serial numbers were provided. Among all medtronic surgical aortic valve patients, transcatheter aortic viv implantation was performed for aortic stenosis, moderate to severe aortic regurgitation, or mixed valve dysfunction (combination of stenosis and regurgitation). Additional adverse patient effects included: elevated mean transvalvular pressure gradients, reduced left ventricular ejection fraction, prosthesis-patient mismatch, and mild aortic regurgitation. Based on the available information, medtronic product was associated with the adverse events. Adverse events that occurred during and after transcatheter aortic viv implantation included: need for a second transcatheter valve, coronary occlusion, valve malposition or embolization, permanent pacemaker implantation, new onset atrial fibrillation, major vascular complications, major bleeding, prosthesis-patient mismatch, mild to moderate aortic regurgitation, and high residual mean pressure gradients. Based on the available information, medtronic transcatheter aortic valves may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.